Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v993052, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID 3888-33, lot# v993052, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID 3888-33, lot# v993052, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID 3888-33, lot# v993052, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal cord stimulation therapy. It was reported that there was a return of pain and an explant of the complete system occurred. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.